Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) anterior curve was positioned and a 24 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. After deployment of the closure device, a pericardial effusion was noted. Protamine was given and a drain was placed to removed 300 cc of fluid, which successfully resolved the effusion. A perforation could not be confirmed as no feet appeared to be through the laa wall and the device was noted to be well seated within the appendage. Patient is stable and has been discharged.